Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission non sustained lead noise( nsln) episodes were observed. Upon review of stored egm, the episodes were found to be post sensed t-wave oversensing on the ventricular lead. The patient did not receive any therapy during oversensing. The recommended programming changes were made. The patient was stable.

Event description:
New information received noted that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made. There were no consequences to the patient.